Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- yes') in a female patient who had essure (batch no. 626218) inserted for female sterilization. The patient's medical history included uterine prolapse. Concurrent conditions included genital bleeding since (B)(6) 2015, urinary incontinence since (B)(6) 2015, rectocele since (B)(6) 2015, cystocele since (B)(6) 2015, leiomyoma nos since (B)(6) 2015, endometrial disorder since (B)(6) 2015, ovarian cyst (corpora luteal cyst. Benign paratubal cysts.) Since (B)(6) 2009 and pelvic pain since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2015/ robotic-assisted laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: as per mr, discrepancy noted: date of explant (B)(6) 2009, (B)(6) 2015. Trailing coils : left 3, right:4 procedures: (B)(6) 2009: operative laparoscopy and right salpingo oophorectomy. On (B)(6) 2015: robotically assisted laparoscopic hysterectomy, left salpingo-oophorectomy and posterior colporrhaphy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- yes') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- yes') in a female patient who had essure (batch no. 626218) inserted for female sterilization. The patient's medical history included uterine prolapse. Concurrent conditions included genital bleeding since (B)(6) 2015, urinary incontinence since (B)(6) 2015, rectocele since (B)(6) 2015, cystocele since (B)(6) 2015, leiomyoma nos since (B)(6) 2015, endometrial disorder since (B)(6) 2015, ovarian cyst (corpora luteal cyst. Benign paratubal cysts.) Since (B)(6) 2009 and pelvic pain since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2015/ robotic-assisted laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: as per mr, discrepancy noted: date of explant (B)(6) 2009, (B)(6) 2015 trailing coils : left 3, right:4 procedures: (B)(6) 2009: operative laparoscopy and right salpingo oophorectomy. (B)(6) 2015: robotically assisted laparoscopic hysterectomy, left salpingo-oophorectomy and posterior colporrhaphy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information, patient details, other relevant history, lot no., auto narrative supplement and rcc was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation- yes') in a female patient who had essure inserted for female sterilization. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.